Event description:
A doctor contacted baxter (B)(6) regarding a leak from a cassette. The cassette had been inserted by the home patient (hp) and treatment started and finished without difficulties or alarms. In the morning the hp detected excess fluid below the cassette while removing the set. There was patient involvement. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a leak was confirmed during the sample evaluation and the root cause was determined to be a cracked cassette. Received 1 apd set used and 4 companion samples that were not opened for evaluation. A visual inspection was performed on all samples. No defects were found on the companion samples but the actual sample had cracks on the edges of the cassette. Two cracks were on the bottom and one crack on the side of the cassette. A functional inspection was performed with therapy started on the used sample. Before the priming cycle, when the cassette door was opened, there was leakage found. The leak came from the cracks in the cassette. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.